Manufacturer narrative:
Patient code: 1791 should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -5.50/3.0/175 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens explanted due to excessive vault, significant reduction of irido-angles and glare/haloes. A replacement lens of shorter length was later implanted. It was reported that the replacement lens resolved the problem but for status of the eye corneal edema was reported.